Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a heart ablation procedure. The proglide device was used successfully and achieved hemostasis. Reportedly, a week after the procedure the patient was seen by her cardiologist where an allergic reaction to the proglide suture was dismissed. At an unspecified date, the patient was seen by her dermatologist. A staph infection at the access site was diagnosed and unspecified treatment was provided. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of infection is listed in the electronic perclose proglide instructions for use as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.